Event description:
Same case as MFR report #: 6000093-2006-02717. Clinical trial. It was reported that three days following a coronary artery drug eluting stenting treatment procedure the patient experienced a target vessel reintervention and myocardial infarction. One day prior to the index procedure, the patient was admitted due to intermittent chest pain and some associated shortness of breath. The patient was diagnosed with acute coronary syndrome due to positive cardiac enzymes and was treated medically. A chest x-ray showed enlarged cardio-mediastinal silhouette (which was stable) and some mild interstitial pulmonary edema. CT angiography demonstrated no evidence of aortic dissection. The index procedure identified and treated two target lesions. Target lesion one was a de novo, 2.5x10mm, 75% stenosed, mildly calcified lesion of the distal rca (right coronary artery). Target lesion one was treated with direct stenting using a 2.5x12mm taxus express2 drug eluting stent deployed at 10atm resulting in 10% residual stenosis. Target lesion two was a de novo, 2.5x10mm, 80% stenosed, mildly calcified lesion of the proximal rca. Target lesion two was direct stented using a 2.5x12mm taxus express2 drug eluting stent deployed at 12atm resulting in 10% residual stenosis. During this procedure, the lcx (left circumflex) was also treated with angioplasty and had 25% residual stenosis. The patient was discharged the next day on asa and plavix. Three days following the index procedure, the patient was re-admitted due to several occasions of intermittent chest and abdominal discomfort. The patient was diagnosed with an st segment elevation mi (myocardial infarction). On admission, the patient admitted to being noncompliant with plavix. The patient underwent angioplasty of the distal rca and placement of another manufacturer's 2.5x15mm bare metal stent which overlapped with the distal edge of the previously placed taxus express2 drug eluting stent resulting in 10% residual stenosis. During the patient's hospitalization he was found to have hospital-acquired pneumonia and was treated with appropriate antibiotics. The patient also experienced several runs of ventricular tachycardia. An electrophysiology study 10 days post-reintervention showed ischemic cardiomyopathy with lvef of 39% and non-sustained ventricular tachycardia. The patient was treated with the placement of an implantable cardioverter defibrillator. The patient was discharged 13 days post-reintervention on asa and plavix.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.